Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The pt was implanted with an ams miniarc sling. It was reported that the pt experienced complications from the mesh and required additional medical care and/or surgical intervention. It was also reported that, "as a result of the synthetic mesh system," the pt, "suffered debilitating injuries from the subject synthetic mesh system including mesh erosion, hardening, chronic pain and worsening urination" which led to the need for additional surgery.